Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue was unable to be duplicated.the system then passed all system testing and was found to be fully functional. No failure was found. The biopsy needle was returned to the manufacturer for analysis. The returned biopsy needle was recognized and tracked without issue. No failure was found with the instrument. Software analysis was inconclusive. It was suspected the probe was still navigating, resulting in the screen flickering when the healthcare professional attempted to scroll through the plan. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy. It was reported that the 4 different fields of view were flickering and the biopsy needle was unable to be seen. Instrument replacement resolved the reported issue. No impact to patient and a delay to the procedure of less than 1 hour were reported due to this issue.